Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, six weeks after an open procedure for right lateral ankle ligament reconstruction and peroneal tenolysis. Suture complications were identified. The patient is currently on antibiotics with increased pain and swelling. Another surgery was scheduled as well for irrigation and debridement.